Event description:
It was reported this balloon ruptured on the second inflation at five atmospheres during post dilatation of a wall stent in the right subclavian innominate vein. Resistance was encountered removing the balloon from the stent, as the balloon appeared partially caught on the stent. Manipulation attempts to free the balloon from the stent resulted in the stent moving medially 2cm towards the superior vena cava where it stabilized and remained firmly in place. A femoral vein cutdown procedure was successful in removing the balloon. Successful repair of the cutdown site followed. Stent dilatation was successful with this device and the pt was discharged two days following this procedure. The pt's condition is good. The user facility will not release this device for eval. Therefore, no failure analysis is available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Dilatation of a stent, which is a non-indicated use of this device, may result in contact with a surface that could damage the balloon material. Follow-up indicated resistance was encountered during this procedure and manipulation of the balloon catheter was attempted. Co believes the above factors may have contributed to this event. However, without evaluating the device, co cannot determine the exact cause for this event. Directions for use state: "the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus... Any use for procedures other than those indicated in these instructions is not recommended... To prevent balloon burst, do not exceed the maximum rated burst pressure stated on the catheter's package label. If the balloon does rupture or loss of pressure within the balloon occurs, immediately discontinue the procedure. Do no re-inflate the balloon. Deflate the balloon completely and carefully remove the balloon over the guidewire... If excessive resistance is felt, remove the guidewire and balloon catheter together as complete unit to prevent damage to the esophagus, catheter or guidewire... If resistance is met during the procedure, do not advance the catheter without first determining the cause of resistance and taking the remedial action."